Event description:
It was reported that a user experienced intermittent sensor readings with a freestyle libre 3 plus continuous glucose sensor while using the system, including sensor error messages and temporary unavailability followed by resumed readings of 192 mg/dl and later 173 mg/dl. Symptoms included no reported adverse physiological effects. Outcomes included no reported impact on daily activities or medical care. Investigation included phone-based troubleshooting and user guidance regarding sensor alarms and error recovery. Investigation of this case revealed that the sensor resumed function without further intervention after transient error messages. It was concluded that the event was consistent with a transient sensor communication or signal interruption, and the device functioned as intended after the error resolved.